Event description:
The customer reported the system was not booting up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. A replacement interconnect cable was sent to the customer. The system was found to be working as intended. The system was put back into service.